Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that multiple intermittent cartridge alarms occurred. Customer¿s blood glucose level was 155 mg/dl. Customer declined troubleshooting to resolve the issue.